Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision was diminished and she had blurry vision. The lens was exchanged and her symptoms have resolved. In a follow-up, the consumer further reported that prior to the iol exchange, she sought the opinions of two other surgeons, including a retinal specialist who told her there was "nothing wrong" with her retina. She also reported that both surgeons told her the (initial) lens was positioned correctly in her eye, and it was not suitable for her. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/03/2010 and 12/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).